Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad button response issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was intact with all the buttons responsive to user presses. The keypad was removed and there was no contamination found under the contacts. The pump was opened to inspect the keypad flex and it was found to be fully seated in the connector with the latch closed. There was no evidence of moisture found internally. Unrelated to the original complaint, the bolus button cover was found to be damaged but still responsive during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.